Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer states: while in use on a patient, the patient's vital became unstable. There was no particular failure found on the tube, but the patient was re-intubated. Customer reported there was no patient harm with this event.